Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: stenosis resulting in surgical intervention. Device issue: stent fracture. It was reported via an article review: this prospective study included 63 cli pts who had been treated with infrapopliteal angioplasty and stent placement for 191 lesions in 84 limbs. F/u consisted of digital subtraction angiography and infrapopliteal and/or compression was done after digital processing at the highest possible magnification. Stent fractures were defined according to published standards, whereas compression was classified as severe shape alteration and/or collapse of the stent mesh. Angiographic restenosis was based on a 50% threshold. The majority of the stents were cypher or xience des. Two of the xience stents which were actually placed in the same pt below the level of the lateral malleolus extending to the dorsalis pedis artery (2.5x28 and 2.5x23), were found to be collapsed at the 7 month f/u. This resulted in complete occlusion of the respective artery. A repeat angioplasty procedure failed and the pt had to undergo major amputation of the foot. Per the author of the article, the pt died 1 yr later of cardiovascular causes that were considered to be unrelated to the infrapopliteal stent placement. No additional event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being filed under the same MFR #. See scanned pages.